Event description:
As reported under the impact EU study, a patient was fitted with an impella 5.5 heart pump to provide hemodynamic support during and after high-risk cardiac surgery. Impella support completed without any issues. Two weeks after impella 5.5 removal, a deep wound infection occurred at the axillary impella access site. Purulent secretion emerged and enterobacter cloacae was detected. The infection was treated with medication. According to the current assessment by the study doctor, the incident is not related to the impella 5.5 heart pump or to the heart surgery but is related to the impella procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the infection/sepsis has been completed. The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist states the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ g1-corrected MFR site name and address h6 component code 4755 changed to 925.

Manufacturer narrative:
Added the following: b5-updated narrative to include additional information for new adverse events pericardial effusion and thrombocytopenia. H6 clinical codes: 3271, 4431.

Event description:
As reported under the impact EU study, a patient was fitted with an impella 5.5 heart pump to provide hemodynamic support during and after high-risk cardiac surgery. It was reported that the patient was treated with heparin for management of impella. Heparin likely contributed to coagulopathic bleeding on reoperation. The patient also had thrombocytopenia which also may be device related. No additional information was provided.